Manufacturer narrative:
Additional information: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and was found to be leaking due to the solution spilled inside the bag. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to variation in the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml exactamix eva (ethylene vinyl acetate) bag was leaking from the administration port. The leak was observed during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.